Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested hi (greater than 600 mg/dl) and 86 mg/dl within 10 minutes on the inform ii system. No actions taken based on device results as patient refused treatment and left immediately. No adverse event reported. Requested return of suspect device and replacement was sent.